Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller clock not being set was confirmed via the log files. The system controller, serial number: (B)(6), was returned for evaluation following an unknown exchange. The system controller event log file was reviewed, and relevant timestamps spanned approximately 13 days (10:08:01 on 19feb2000 to 09:40:28 on 01mar2000 and 17:44:06 on 24jun2025 to 18:39:53 on 26jun2025). From the beginning of the log file until the clock was set at 17:44:06 on 24jun2024, a controller clock corrupt alarm was active. On 19feb2000, the driveline was disconnected for a system controller exchange, and the controller was then shut down. This reason for the exchange could not be conclusively determined during this investigation. There were no remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. There were no functional issues identified with the returned system controller. The root cause of the clock not being set could not be conclusively determined during this investigation. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ detail the two appropriate methods in which the system controller can be exchanged. Within this section, it emphasizes the user to not attempt to change their system controller without having a trained, competent caregiver at their side to assist. It further instructs the user to follow all alarm instructions, including calling the hospital. Failure to do so may result in injury or death. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including controller clock corrupt alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had undergone a system controller exchange on (B)(6) 2025 from (B)(6) to (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The intention of the controller exchange (B)(6) was to solve the driveline power fault by exchanging the modular cable. This exchange was done with a new controller to provide the patient with a 1.7 software version of the controller. The patient did not experience any adverse effect as a result of the exchange. The controller was to be returned. Further review of the controller and lvad log files revealed corrupt timestamps indicative of a complete loss of external power as well as full depletion of the ebb, which would have caused the pump to stop.